Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 18. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, swelling and inflammation. No further patient complications were reported.